Manufacturer narrative:
Additional information was received indicating that the patient passed away for an unknown reason. The events leading up to the patient's death were provided, it was reported that the patient experienced two seizures on the morning of (B)(6) 2019, the patient was seen by a hospice and family was advised to not bring patient to emergency room. In addition, additional information was received indicating that it was unknown whether resuscitation measures were taken and the medication that was infused was veletri.

Event description:
Information was received indicating that a smiths medical cadd administration set became disconnected at the filter site. Per reporter the exact length of time is was disconnected is unknown but the patient's daughter estimated it at less than 30-40 minutes. It was reported that subsequently the tubing was changed and the infusion was restarted at a rate of 75ml/24hrs. Reporter states daughter was advised to monitor patient and go to hospital if there were any complications. Additional information was received indicating that the patient subsequently passed away on (B)(6) 2019. The cause of death was not provided. Per reporter it is unknown if the product issue caused or contributed to injury or medical intervention.